Manufacturer narrative:
The device sample is anticipated, but has not yet been received for evaluation. A follow up report will be submitted when the evaluation is completed.

Event description:
Baxter (B)(4) reports a (B)(6) yr old male patient noticed a leak in the tubing of his minicap transfer set on (B)(6) 2004, after 6 months of use. The leak was noted where the dark blue plastic connects to the clear plastic of the set. The patient went tot hr dialysis unit that day for a transfer set change and administration of prophylactic antibiotics 1 gm ancef ip. Per affiliate, no patient injury resulted from the incident and the patient experienced no further difficulties.